Manufacturer narrative:
Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: rt. PMA/510(k): unknown. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.the product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a letter from abbott in regard to an adverse event. The description states: "during a cardiomems implant procedure, when removing the sheath, a large clot was found in the sheath."

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The design history record could not be reviewed since the lot number was not available. No ncs or capas were have been noted for the last 12 months. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).